Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Evaluation of the device history log found that the device charged energy but did not discharge. The data showed that the patient impedence measurements were erratic ranging from approximately 100 to 300 ohms. Additionally, the device history log shows several "lead fault" entries. These factors may indicate poor coupling between the electrode pads and the patient's skin. However, this could not be firmly established as the electrode pads were not returned for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) male patient, the device was unable to discharge via external paddles. Complainant indicated the clinician attempted to discharge energy to the patient via electrode pads (non-zoll) to no avail. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.